Event description:
It was reported by a pediatrician that a small piece of plastic (cap from the sucrose container) from a toot sweet 2ml 24% sucrose container was found in infant's mouth. The sucrose had been used during circumcision.